Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient presented in clinic for follow up when ventricular undersensing was observed due to r-wave variability. Programming changes were recommended.